Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found that the fiber optic connector was broken. To resolve the issue, the stm disassembled and replaced the fiber optic connector. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. Full name of event site: (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not recognize the fiber optic signal, nor would it recognize the transducer and pressure would not zero out with fiber optic balloon. The customer changed out the iabp without issue, and patient therapy was continued. There was no patient harm and no adverse event was reported.